Event description:
Padgett dermatome blade placed in a zimmer dermatome. By all appearances, it appeared to fit. After three attempts to use the dermatome, the wrong blade was discovered to be part of the problem. Surgeon not satisfied with results and had to take more tissue than anticipated.